Event description:
It was reported that (2) cdh29 were used during a colostomy closure procedure. It was reported by the rep that upon closure of device for firing, anvil kept popping off. Several attempts to lock device were made, but anvil popped off several times. A new device was opened. The stapler left in place but the anvil was changed. The device was approximated several times and the anvil kept popping off agian. The stapler was removed from the anus and replaced with a new one. This time the stapler fired properly. Rings were completed. A leak was discovered at the site and reinforced 2-0 prolene interrupted. The anastomosis did not leak upon testing. There was no consequence to pt.